Event description:
It was reported that the device was cracked on the tip of the subglottic port. Tracheostomy was changed to same type and size. There was an increased oral suctioning as they noted less secretions aspirated via subglottic port. There was patient involvement and no patient harm/ adverse event reported.

Manufacturer narrative:
B3. Date of event: year of event has been provided, but month and day are unknown. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation summary: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.